Event description:
During surgical procedure, the foot pedal was plugged in. The device was going by itself and the plug was not working for the debrider hand piece. The medtronic xomed sales rep was called and he provided instruction to finish the procedure in manual mode without using the footswitch.

Manufacturer narrative:
Medtronic xomed asked the hospital what speed the hand piece was running when it was going by itself. Hospital stated that the console and footswitch components were turned over to medtronic xomed for service without checking or verifying the defect. Risk manager reported that she has spoken to the doctor as well as some of the nurses that were in the o.r., and no one remembered the speed of the hand piece at the time of the reported malfunction. Additional info as requested in FDA's letter dated november 12, 2008: the final results of any failure analysis of laboratory testing of the device listed in the report (s) including: a complete description of methodology used, an identification of the failure mode(s) and/or mechanism(s) and the associated component(s) involved, any conclusions based on the final failure analysis or laboratory test results." The following is a summary of our failure analysis conducted for this event: on (B)(6) 2008, three days following the described event, the reporting facility requested service and repair for the unit citing the device was "not working". [Note: the facility did not indicate the device ran by itself at this time]. The footswitch and its associated console were received in medtronic's service & repair facility on september 16, 2008 where it was subsequently evaluated in accordance with the medtronic service repair instruction (B)(4). This eval involved a visual and functional inspection of the device, including set-up and running of a known functioning power console using the returned footswitch. During this inspection, the reported event was observed where the console ran continuously without depressing the footswitch. It was also noted that the footswitch cable had a cut causing an electrical short in the cable allowing the console to run continuously. Further eval of the console also detected a blown vacuum on the pc board for the console display. This is typically the result of a dropped console. Both the footswitch and the console were appropriately repaired and returned to the user facility. No other reports of problems have been reported for this particular equipment since these repairs were completed. After the referenced medwatch/user facility report was received, the service & repair records were reviewed as part of our investigation which then identified the connection between the event and the subsequent service and repair for the electrical short and cut cable. "Please further explain how you reached the conclusion about the event indicated in your conclusion codes." After the referenced medwatch/user facility report was received the service & repair records were reviewed as part of our investigation which then identified the connection between the event and the subsequent service and repair for the electrical short and cut cable. No other issues or potential causes were found and since these repairs were completed no other reports of problems have been reported for this particular equipment. "How many customer complaints have you received relating to this device problem?" No other complaints of this type have been received.